Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. Event date: the cuff leak was discovered sometime between (B)(6) 2016. (B)(4).

Event description:
It was reported that a cuff leak occurred in a tracheostomy tube. The patient had received tracheostomy tube during a hospital visit on (B)(6) 2016. After that, the patient received treatment at home from care assistants. The patient had a checkup visit at the hospital on (B)(6) 2016, and the same tracheostomy tube was left in place. Some days after this, while cuffing the tracheostomy tube with sterile water at night, it was noticed that there was some air in the pilot balloon. The assistants wanted to aspire the air out before inflating with sterile water, but the check valve broke and "got into the pilot balloon." That is when the cuff began to start leaking. After a couple of days on (B)(6) 2016, there was a hospital visit and the tracheostomy tube was replaced. There were no adverse health outcomes reported.

Manufacturer narrative:
One 6.0mm tts¿ tracheostomy tube was returned for investigation. A review of the device history record, relevant to the reported lot, found no non-conformities or defects during manufacturing. Visual inspection revealed that the valve stem was not protruding from the pilot balloon and instead the entire valve component was pushed inside the balloon. During functional testing, the cuff of the device could not be inflated due to the observed issue with the valve stem. The plastic valve was then manipulated by hand, within the silicone inflation balloon, to its correct position. Upon examination, damage was observed on the exposed portion of the plastic valve. The observed damage area appeared to be crimped. A syringe was then inserted into the damaged valve and the cuff inflated; no leaks were found in the cuff. Investigation determined that the valve issue was due to excessive force being applied to device. No evidence was found to suggest and intrinsic manufacturing defect.

Event description:
It was further reported that the leaks in the device cuff resulted in the cuff pressure decreasing which lead to a leakage of respiratory air. It was reported that the event did not result in medical intervention. According to the reporter, the device patency was tested prior to patient use. It was reported that the patient cannot breath without the tracheostomy tube in place.